Manufacturer narrative:
The boston scientific sales representative stated this has been an ongoing issue and the alert was communicated to the physician and dismissed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a red alert had been generated for this system due to a shocking impedance measurement of 126 ohms. No adverse patient effects were reported.